Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe did not fit into the port during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The flex curve laser probe was packaged on november 23, 2016. There were 558 paks associated with this lot and were manufactured on november 11, 2016. There were 57 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25ga flex curve laser probe was received for evaluation. A visual assessment of the returned sample revealed some adhesive on the cannula and nitinol. The 25ga flex curve laser probe was inserted into a 25g trocar and there was some resistance felt, confirming the reported event. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).